Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that myocardial infarction is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a myocardial infarction.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection occurred while using a csi orbital atherectomy device (oad). The target lesion was 34mm in length and was located in the right coronary artery (rca). The physician used a 6fr introducer sheath, jr4 guide catheter and a csi viper wire guide wire to access the lesion. The oad was loaded onto the guide wire and advanced to the site of treatment. The physician performed two runs at low speed for 17 seconds each. The oad was removed and the physician then performed balloon angioplasty. At this point, a dissection was observed angiographically. The dissection was resolved via balloon angioplasty and stent deployment. The patient status remained stable throughout the procedure.